Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the akreos ao60g iol was exchanged postoperatively due to iol being dislocated. Add'l info has been requested, but has been received to date.